Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed a database error. A technical support specialist (tss) found that alert related to a datasync error. The station was checked and confirmed that medapp was down. The station was refreshed, after which medapp began running normally and all services were operational. No errors were found in the datasync log. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station had displayed a database error. The customer stated that there was no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.